Manufacturer narrative:
Evaluation summary: based on the currently available information, the root cause can be clearly attributed to a user-related issue. It is clearly evident that one tip of the drill guide is indeed badly damaged / stripped (on the black color coding side), which was found during the inspection of the returned loner instruments. The other side of the drill guide is still intact though. The visual inspection revealed that as well. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities as well. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill guide was broken.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill guide was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.